Event description:
The valve has been in a pt for 12 months. The pt had low pressure headaches despite the valve being set at max. Level 200mmhg. Intracranial pressure readings were negative to low pressure -6 to +4. The valve was explanted.